Event description:
It was reported that the saw blade in the shaft of the device broke off. There was no harm or adverse event for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The reported event was confirmed as the manufacturers evaluation revealed the saw blade is frozen in the clamping system. Furthermore it was observed that the drive shaft is not running round. The most likely cause for the reported failure can be attributed to misuse due to user error of the device due to excessive force being applied during use.